Event description:
Md was placing epidural in pt with a 14 ga. Conventional IV catheter and noticed IV material severed at hub. The catheter tubing was immediately removed with hemostats. The procedure is done under fluoroscopy so the doctor was able to verify that the entire piece of catheter was removed. There was no adverse affect on the pt.